Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was observed that the rpm¿s were below manufacturing specifications. The assignable root cause of the low rpm¿s was determined to be due to worn out vanes from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that three motor devices had undetermined malfunctions. During in-house engineering evaluation it was observed that the motor device rotation¿s per minute (rpm¿s) were below manufacturing specifications. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.